Event description:
Both lasers gave errors that could not by bypassed which caused the patient to not get the entire laser treatment planned. Both lasers have continuously given errors, the vendor (lumenis/boston scientific) has come out to repair multiple times, but the issues persist after we are given the "okay" from the service representatives. All fractional co2 cases have been cancelled/rescheduled until issue is resolved. There has been no resolution and we are struggling to get a response from the service representatives. To add to this, we have recently been having issues with the boston scientific and lumenis reps because they pass us back and forth to each company saying the other one is in charge. Lumenis and boston scientific have passed us back and forth without resolving the issue.